Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Another attempt was made and, this time, a clip was able to properly load into the jaws of the device and close. The 2nd clip was also able to properly load and was successfully attached to over-stressed surgical tubing. The 3rd clip, however, was unable to properly load. The sample was received with 3 other remarks: clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet ears caused the clips to become out of position and could prevent the clips from properly loading. The broken ratchet ears could also lead to the rotation tab getting bent due to improper loading of the clips. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, no clip fired on the first attempt and the third clip was unable to load properly. The other two clips, however, fired properly. The ratchet ears were found to be broken which caused the clips to become out of position and could prevent them from firing properly. It could not be determined why the ratchet broke. Therefore, the root cause of this complaint is undetermined. Additional method code: 26.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.